Event description:
As reported: "the customer reported that there is a broken gamma nail 73f admitted with left subtrochanteric / reverse oblique nof on (B)(6) 2025 treated with gamma nail on (B)(6) 2025, which was performed with a closed reduction, no intra-op complication. Re-admitted on (B)(6) with acute pain in left hip - metal work failure with fracture non-union. Revision surgery performed on (B)(6) 2025."

Manufacturer narrative:
Correction: please refer to section h6 (results and conclusion codes). The reported event could be confirmed with the provided radiograph in which we can see that the nail is broken from its proximal web. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Medical expert opinion on the provided radiographs: "first of all, this is not non-union. This can never be a non-union since the implant was only in place for 8 weeks. This is a pure implant failure based on insufficient stability leading to fatigue and breakage in the junction of the nail and the lag screw. At first glance the reduction may look acceptable, but from the looks of there seems to be a fracture gap of almost a 1 cm between the proximal and distal part. Which can be seen on the lateral side of the femur. Therefore, the fracture fragments are most probably not stable enough, which causes movement in the proximal part and implant failure. Based on the provided information, the root cause of the reported event is multifactorial: the location of the fracture and the technical aspects of the surgical procedure contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and therefore, the breakage of the implants." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the customer reported that there is a broken gamma nail 73f admitted with left subtrochanteric / reverse oblique nof on (B)(6) 2025 treated with gamma nail on (B)(6) 2025, which was performed with a closed reduction, no intra-op complication re-admitted on (B)(6) with acute pain in left hip - metal work failure with fracture non-union. Revision surgery performed (B)(6) 2025."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.